Manufacturer narrative:
The investigation is still on-going. The results will be provided with a follow-up report.

Event description:
It was reported that after entering the ventilator settings and selecting ¿start ventilation¿ the user confirmed the setting change by pressing the rotary knob. As a result, the device did not start the ventilation. The patient was already in critical condition and the event resulted in serious injury of the patient.

Manufacturer narrative:
The reported event was analyzed. According to the description of event the clinician selected "start ventilation" but did not confirm this by pressing the rotary knob and walked away from the bedside unaware that the ventilation had not started. The control concept of the infinity acs workstation critical care includes that ventilation related inputs must always be confirmed by the user by pressing the rotary knob. This is a consistent use concept in multiple different dräger devices for many years. In total three situations concerning this issue from the same customer (9611500-2023-00053, 9611500-2023-00054, 9611500-2023-00055) were reported which occurred in 2021 and 2022. As per correspondence it was reported that in two of these events the respiratory therapists were contractors and might not have been as familiar with the draeger vent. An implementation of the start of the ventilation without a confirmation by pressing the rotary knob would differ from the established control concept. The device continues to display the text "standby" in large letters on a yellow background in the screen header bar as long as the device remains in this mode and is not set to ventilation. The IFU describes the start of the ventilation in the chapter "starting the therapy". In addition, IFU contains a warning that the medical device is intended to be used only by trained users. The number of similar cases is within the expected range of the respective risk assessment and thus accepted. H3 other text : device not available for investigation.

Event description:
It was reported that after entering the ventilator settings and selecting ¿start ventilation¿ the user confirmed the setting change by pressing the rotary knob. As a result, the device did not start the ventilation. The patient was already in critical condition and the event resulted in serious injury of the patient.